Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received. The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.

Event description:
It was reported the device was subject to the ellipse implantable cardioverter defibrillator advisory of (B)(6) 2019. Explant of the device has been performed. The patient's condition was unknown.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the ellipse implantable cardioverter defibrillators (icds) advisory notice issued by abbott on 20 june 2019.